Event description:
During laparoscopic gastric bypass surgery both sides of staple line bled after use of echelon flex 60 articulating endoscopic linear cutter.device #1is this a laboratory device or laboratory test?no.